Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 1.25 rotablator rotational atherectomy system was advanced to treat the lesion and was predilated with a 1.0 and 2.0 non bsc balloon catheters. Following predilatation, the 32 x 2.25 promus premier¿ stent was advanced but was unable to cross the lesion. After several attempts made by the physician, the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 1.25 rotablator rotational atherectomy system was advanced to treat the lesion and was predilated with a 1.0 and 2.0 non bsc balloon catheters. Following predilatation, the 32 x 2.25 promus premier¿ stent was advanced but was unable to cross the lesion. After several attempts made by the physician, the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. The tip od was measured using a digital snap gauge and was within specification. A visual and microscopic examination found no issues with the profile of the devices markerbands and inner. The stent was damaged at its distal end. The struts on the two most distal rows were raised and misaligned. Additionally it was noted that some of the struts were bent distally towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).